Manufacturer narrative:
Product ID 3889-28, lot# va0mmjh, implanted: 2014 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that a patient experienced a shocking or jolting sensation. The patient felt like stimulation was overpowering for the last couple days prior to the report. The sensation became strong and painful in vaginal area the prior day. It was also reported that the stimulation was found to be was off when the device was checked. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.